Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily tortuous, heavily calcified, 99% stenosed distal right coronary artery. After a non-abbott guide wire crossed the lesion, the 4x15mm nc trek balloon dilatation catheter (bdc) attempted to cross the lesion but failed due to the anatomy. During removal, the bdc faced resistance with the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.